Event description:
It was reported that during revision surgery, the peritoneal catheter was noticed to be torn. Device was implanted at age 0 and explanted at age 4 when the patient was seen for vomiting.

Manufacturer narrative:
The device has not been returned to the manufacturer.